Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description no root cause can be determined as no samples were received. Rationale CAPA not required at this time.

Event description:
It was reported that before use of the bd posiflush¿ syringe there was an issue with the tip of the syringe being cracked. The following information was provided by the initial reporter, translated from chinese to english: the (B)(6) year-old male patient was admitted to hospital on (B)(6) 2019 due to 105 minutes of right limb immobility. On (B)(6) 2019, when the nurse indwelling the needle sealing tube for the patient, the connection between the syringe of pre-flush and the infusion device was leaking liquid. She found that there was a crack in the screw connection of the syringe of pre-flush, so she explained to the patient, replaced the sealing tube and reported it in time.